Manufacturer narrative:
G2: the country of origin is belgium. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with two implantable neurostimulators (ins). It was reported that a patient was implanted with two different implants, and the physician could only communicate with the second ins. They then used the clinician programmer to communicate with the first ins and this was the only way to communicate with the device. Additional information was received indicating that the first ins had been implanted superficially because the surgeon added an adapter to phase out of the previous model of ins. The communicator was placed above the ins and they were able to communicate, but it took a lot of attempts, and the tablet would automatically communicate with the second ins. The first ins was implanted on (B)(6) 2022 and both devices were implanted in the pectoral region about 30 cm apart. It was suggested to wait a few days for the pocket to heal to see if that resolved any communication issues. Additional information was received from a manufacturer representative. It was reported that nothing special was done to resolve the shallow ins and communication issues. The neurosurgeon implanted the first ins as usual with the adapter on the right pectoral side, and they had a lot of experience with this kind of replacement. After the replacement, the customer communicated with the patient's handset and first ins to perform the programming, but systematically, the patient's handset was communicating with the second ins (implanted on the left pectoral side). It was difficult to communicate with the first ins with the patient's handset, but the neurosurgeon had no issues with the clinician programmer.